Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the set screw could not be tightened and stripped off the device because it was not matched with the screw hole. A new device was used. The patient was stable.

Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Both set screws were received damaged by improper use of the torque wrench. Test set screws were used on the device and no anomalies were found. The reported field event was caused by the user of the torque wrench. The device was tested on the bench and no anomalies were found. A longevity assessment was performed and the device was found to be in normal range of operation.